Manufacturer narrative:
This is one event of two events reported (cardiovascular) for the same pt involving three separate products; associated mdrs # 1225714-2014-05080, 1225714-2014-05081, 1225714-2014-05082, 1225714-2014-05083, 2937457-2014-01183 and 2937457-2014-01184.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2009 and another cardiovascular event on or about (B)(6) 2009 after the use of the product.